Manufacturer narrative:
(B)(4). Results: endoleak. Calcified iliac artery and morphological changes. Conclusion: endoleak. Calcified iliac artery and morphological changes.

Event description:
An anuerx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unknown. It was reported that the patient presented with a distal type 1 endoleak. The endoleak was attributed to calcification in the left iliac artery (development of more calcification) and morphological changes. The patient was treated with a 16x16x82 endurant iliac limb and this successfully resolved the endoleak. No additional clinical sequelae were reported and the patient is fine.